Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The clinical trials coordinator reported via phone call that the male subject experienced high blood glucose level and diabetic ketoacidosis. Blood glucose level of the customer was 407 mg/dl. The insulin pump will not be returned for the analysis.